Manufacturer narrative:
G2: citation: authors: valetopoulou, a., aquilina, k., rennie, a., ganesan, v., james, g., <(>&<)> silva, a. H. D. Rupture of a flow aneurysm secondary to spontaneous extracranial to intracranial revascularisation in the posterior fossa following radiation-induced vasculopathy for cerebellar tumour. Child¿s nervous system. 40(1), 239¿243. 2024. Doi:10.1007/s00381-023-06126-5 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "rupture of a flow aneurysm secondary to spontaneous extracranial to intracranial revascularization in the posterior fossa following radiation-induced vasculopathy for cerebellar tumor". The study involves events from (b)()6) 2022. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx there was no death among patient adverse events included: -post-operative right mesial occipital territory infarction secondary to cerebrovascular vasospasm. The patient was treated with a combination of nimodipine, volume replacement and hypertension and the vasospasm rapidly reversed. The patient was in the intensive care unit for a total of 13 days and at discharge was mobilizing with assistance. The patient had a period of cerebellar mutism, which rapidly improved, and was communicating with words and good comprehension at 3-month follow-up. MRI/mra demonstrated completed resolution of global cerebral vasospasm. No further information was provided pertaining to medtronic products.